Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the infection had resolved over time.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient had an staph infection at the ipg site which was confirmed by culture. The patient was given oral antibiotics but could not resolve the issue. As a result, the scs system was explanted on (B)(6) 2016.